Event description:
It has been reported to co that during the procedure this device failed to pace. The device was removed and replaced. The pt is reported as fine and the device is being returned for co analysis.